Event description:
It was learned through implant patient registry that a 3300tfx 25mm aortic valve was explanted and replaced with a 3300tfx 25mm valve after an implant duration of 3 months and 16 days due to endocarditis. The patient outcome at the end of the procedure as stable to cvicu. Per additional information: endocarditis onset twelve days post implant of the 25mm 3300tfx -gram-positive cocci in pairs and chains, enterococcus faecalis bacteremia, and extra thoracic regions of infection. The patient presented with heart failure, shortness of breath, and lee. Per medical records the patient initially presented in chf and was diagnosed with severe as, the patient had terrible dentition and required dental extraction prior to surgery. The patient underwent avr and enlargement of the aortic root fourteen(14) days after admission. The patient discharged on pod #7 and readmitted four (4) days later with sob . The patient was discharged six(6) days later. The patient was subsequently found to have aortic valve endocarditis. The patient presented in ed two(2) months and seven(7) days later with back pain . The patient underwent redo avr with a new 25mm 3300tfx replacement with a new avr, and repair of aorta with patch. It is noted there was a periaortic abscess in the region of the right coronary cusp. After debridement the aorta at the level of the debrided abscess was repaired with a patch. A tee showed good biventricular function with no evidence of av pvl. The patient tolerated the procedure well and transferred to the cvicu in stable condition.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 3300tfx 25mm aortic valve was explanted and replaced with a 3300tfx 25mm valve after an implant duration of 3 months and 16 days due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patients infection was device related, the event was likely due to patient and/or procedural-related factors. The most likely cause is patient factors, including the dental extraction prior to the surgery.

Event description:
It was learned through implant patient registry that a 3300tfx 25mm aortic valve was explanted and replaced with a 3300tfx 25mm valve after an implant duration of 3 months and 16 days due to endocarditis. The patient outcome at the end of the procedure as stable to cvicu. Per additional information: endocarditis onset twelve days post implant of the 25mm 3300tfx -gram-positive cocci in pairs and chains, enterococcus faecalis bacteremia, and extra thoracic regions of infection. The patient presented with heart failure, shortness of breath, and lee. Per medical records the patient initially presented in chf and was diagnosed with severe as, the patient had terrible dentition and required dental extraction prior to surgery. The patient underwent avr and enlargement of the aortic root fourteen(14) days after admission. The patient discharged on pod #7 and readmitted four (4) days later with sob . The patient was discharged six(6) days later. The patient was subsequently found to have aortic valve endocarditis. The patient presented in ed two(2) months and seven(7) days later with back pain . The patient underwent redo avr with a new 25mm 3300tfx replacement with a new avr, and repair of aorta with patch. It is noted there was a periaortic abscess in the region of the right coronary cusp. After debridement the aorta at the level of the debrided abscess was repaired with a patch. A tee showed good biventricular function with no evidence of av pvl. The patient tolerated the procedure well and transferred to the cvicu in stable condition.